Manufacturer narrative:
Analysis confirmed the reported event; normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported no measurements were possible. The analyzer was returned for repair. No patient complications have been reported as a result of this event.